Event description:
The customer reported being hospitalized for hyperglycemia and diabetes ketoacidosis. The blood glucose reading at time of the call was 316 mg/dl. Troubleshooting was performed. All the settings were correct. The alarm history revealed a low reservoir alarm. The bolus history shows several boluses. Performed a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.